Event description:
The hcp reported the patient was seen, at another clinic, for excessive weakness in their legs. The patient also developed a rash (location unspecified). In 2007, the patient's pump and catheter were removed and not replaced. The drug used in the pump was baclofen 2000 mcg/ml at a dose of 0.1 mcg/day on a simple continuous basis. The patient recovered without sequela.